Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was wearing a pod their blood glucose level did not go above 170 mg/dl. The patient reports they had gone to the hospital where their pod was removed and they had been treated with an intravenous drip of insulin. No further information has been provided as to this event.